Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID#: 2134265-2012-06558, 2134265-2012-06559. It was reported that following a coronary artery stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2011, the patient was diagnosed with stable angina and cardiac catheterization was recommended. The de novo 1st target lesion was located in the 1st right posterolateral branch (rpl1) with 95% stenosis and was 15mm long with a reference vessel diameter of 2.50mm. The target lesion was treated with pre-dilation and placement of a 2.50x16mm taxus liberte stent. Post stent deployment, jailing of the continuation of the 2nd rpl was noted. This was treated with balloon angioplasty using a 2.5mm balloon, resulting in 0% residual stenosis with timi 3 flow. Post-dilation was not performed. The de novo 2nd target lesion was located in the 2nd diagonal branch (dx2) with 95% stenosis and was 5mm long with a reference vessel diameter of 2.50mm. The target lesion was treated direct placement of a 2.25x12mm taxus liberte stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. On an unknown date, an unknown taxus stent was implanted in the mid to distal left anterior descending artery (lad). In (B)(6) 2012, the patient presented with complaints of left sided chest pain radiating to the center of the chest and associated with shortness of breath with exertion and palpitations. The patient was diagnosed with unstable angina and was hospitalized. 95% in-stent restenosis of the 2.25x12mm taxus liberte stent in the dx2 was noted, which was treated with balloon angioplasty and placement of a 2.5x23mm non-bsc drug eluting stent, with 0% residual stenosis following post-dilation. Following this, 90% in-stent restenosis was noted in the mid lad, just prior to the previously deployed unknown taxus stent in the mid to distal lad. This was treated with balloon angioplasty and placement of another 2.5x23mm non-bsc drug eluting stent, with 0% residual stenosis following post-dilation. The event was considered resolved without residual effects and the patient was discharged on aspirin and open-label prasugrel. At the time of the event, the patient was taking aspirin and open label effient. The study drug was last taken in (B)(6) 2012.